Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for MFR. Report no. 9681834-2015-00223 to provide a correction to the section which was inadvertently documented as malfunction but should have been serious injury.

Event description:
This report is being submitted as follow up no. 1 for MFR. Report no. 9681834-2015-00223 to provide a correction to the section which was inadvertently documented as malfunction but should have been serious injury.

Manufacturer narrative:
The actual sample has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and a reserve sample from the reported product/lot# combination. A visual inspection did not find any anomalies in its appearance. The sample was injected with the maximum volume of air allowed and left for 24 hours, no leak was observed. A review of the device history record and the product release decision control sheet of the involved product/lot# confirmed there were no indications of production-related problem or discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot# combination. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: (1) depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly; (2) be careful that no foreign particles get into the air injection port when injecting air. The air could leak; and (3) check the progress of hemostasis and adjust the air pressure of the balloon with the tr band inflator or tr band. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a leak in the tr band device. Follow-up communications with the user facility confirmed the following information: (1) the tr band was reported to have a leak; and (2) the staff noticed a hematoma developing on the patient.